Event description:
It was reported that during the implant, the right ventricular lead was repositioned due to poor capture thresholds, after which the physician noted a drop in blood pressure and the patient complained of chest pain. An echocardiogram revealed a pericardial effusion and a pericardial centesis was successfully performed and there was no longer leakage from the right ventricle. Device testing showed good thresholds and normal function. The patient's rhythm was stable during the procedure. The lead is still implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.